Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The patient identifier, customer's age and weight are unknown.

Event description:
The advocate reported, on (B)(6) 2018, the customer obtained blood glucose readings of 288, 170, 312, 183 and 318 mg/dl at different times on a contour next one meter. The advocate did not remember the exact reading, but she indicated that one of those readings was compared at the physician's office with physician's meter, which was 100 mg/dl different from the reading obtained on the contour next one meter. The advocate stated that the customer gets headaches and high ketones when she has high blood glucose levels. However, during the call it was not possible to confirm if the customer had any symptom, since, she was sleeping. The customer was given 6 units of insulin based on a reading of 318 mg/dl on (B)(6) 2018. Depending on the actual reading compared, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.